Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced an issue with calibration of the display screen. The programmer is expected to be re turned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment regarding the programmer's inability to calibrate. It was found, however, that an error code presented multiple times at start-up, the upper hinges were damaged, the hasp latch was broken, and a bullet was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.